Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a follow up. Episodes of auto mode switching due to competitive pacing with retrograde conduction were observed. Programing changes were recommended.